Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and moderately calcified coronary artery. A 4.00mm x 8mm nc emerge® balloon catheter was advanced for dilation. The balloon was initially inflated at 10 atmospheres. However, during the second inflation at 15 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.